Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported difficulty to advance and remove were confirmed as the guide wire was returned frozen in the guide wire lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance and difficult to remove the guide wire appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.a2, a3, a4: correction - patient age, sex and weight were provided. B7: correction - patient information provided. D4: correction - lot and part number from unk to part number 1001780j-hc and lot number 9090971

Event description:
Subsequent to the previously filed report, additional information was received that a predilatation balloon was loaded over the bmw guide wire. Predilatation was performed in the heavily calcified, moderately tortuous left circumflex (lcx) coronary artery. The xience proa sds was stuck because of resistance with the bmw guide wire. The sds was unable to be removed from the guide wire; therefore, the wire and sds were removed together. The procedure was completed with balloon angioplasty in the lcx. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us. The xience proa referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the 3.5x12 mm xience proa stent delivery system (sds) was loaded on the balance middle-weight guidewire. The sds became stuck during advancement and could not go on. The guide wire and the sds were removed together as a unit. No additional information was provided.